Manufacturer narrative:
A sample device was returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials management officer reported that a physician removed the intraocular lens (iol) after implantation during initial procedure as the lens was cracked. According to additional information received, the surgeon reported that, the technician was a travelling nurse with limited experience in loading lenses, and he felt like this was a loading issue. It was possible that the cartridge might have been upside down while loading the lens. But he could not verify for sure. The plunger over road the optic and the haptics were deployed in the reverse. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The lens and the used cartridge were returned in a bag inside the opened lens carton. Viscoelastic was observed dried on the lens. The optic was cut into portions with additional cracked areas. Only two optic portions were returned. One of the returned optic portions contained a fully intact haptic. The haptic has a small nicked area on the gusset anterior and one on the distal anterior surface. The edge of this optic portion had a small area that was broken (the broken portion was not returned). The used cartridge has evidence of dried viscoelastic. The cartridge tip has heavy stress lines. A large aneurysm has formed along the posterior, travelling to the tip exit. The cartridge wings have evidence of being seated into a handpiece. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The reported lens damage was observed. The lens was also cut, typical in appearance to an insertion and removal. The report of plunger overriding lens and haptics coming out in reverse taco cannot be confirmed because the lens and cartridge were returned separately. Information was provided that the surgeon felt this may have been due to a loading issue. The technician was a traveling nurse with little experience in lens loading. The IFU lists outlines the directions for use. It is unknown if the lens loading was conducted per the steps of the IFU. Also, all cartridges have a raised imprint of a lens located on top of the cartridge loading area to aid the customer in order to show the proper orientation of haptics and optic when loading. The cartridge tip has heavy stress and a large aneurysm. This type of damage may occur if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified iol delivery system or any other company qualified combination. The manufacturer internal reference number is: (B)(4).